Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both high voltage and pacing lead impedance were high and out of range. Inappropriate atp therapy was noted. Fracture was suspected. The lead was capped and replaced. The patient is in good condition.